Event description:
It was reported that; it was noticed after washing the instrument set and reprocessing for a future case, that the tip of the final tightens screw driver had broken off. Upon further investigation, and a CT scan the surgeon determined the item was broken off in the screw head of a 14mm variable sd screw. There were no noticeable issues during the case, the surgeon has not planned any surgical intervention but patient has been notified.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned reflex-hybrid final-tightening screwdriver was confirmed to have the distal tip fractured off. Manufacturing files were reviewed and no issues were found for this lot number. There were no adverse consequences as this was found during inspection. Conclusion: the instrument was found to be approximately 10 years old, so the likely root cause of this event is normal wear.

Event description:
It was reported that; it was noticed after washing the instrument set and reprocessing for a future case, that the tip of the final tightens screw driver had broken off. Upon further investigation, and a CT scan the surgeon determined the item was broken off in the screw head of a 14mm variable sd screw. There were no noticeable issues during the case, the surgeon has not planned any surgical intervention but patient has been notified.